Manufacturer narrative:
The initial medwatch report should have included: the cause of the reported issue could not be determined. Conclusion code: cause not established.

Event description:
The customer contacted stryker to report their device would not detect the patient through the defibrillation paddles. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report their device would not detect the patient through the defibrillation paddles. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.